Event description:
The manufacturer received information alleging the screen was not working. There was no harm or injury reported. Troubleshooting provided to customer biomed including instructing him to hold down the alarm silence button and the clock icon at the same time for at least 5 seconds to enter provider mode. Biomed did this and was asked to try switching modes. Biomed was able to change modes and save the settings without issue. Determination made that they most likely did not put the device in provider mode before attempting to switch modes. Customer understood and had no further questions at this time.